Event description:
A manufacturer's representative reported that the pt experienced a power-on-reset (por) condition on her left side implantable neurostimulator. The pt had experienced two por conditions while at her mother's house. No additional info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).